Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving an unknown medication (unknown concentration and dose) via an implanted pump, at the time of the event. The pump's indications for use (ifus) were listed as non-malignant pain and chronic low back pain. The rep stated that the hcp got back more drug than expected during one of the recent refills recently but he didn¿t know which one. The most recent refills were on (B)(6) 2015. The rep stated they thought the pump may be close to end-of-service (eos). No patient symptoms were reported in relation to this event. Follow-up has been requested for the pump medication information (name, concentration, and dose), other medications that the patient was taking at the time of the event, the patient¿s pertinent medical history, cause of the volume discrepancy, the date the discrepancy was found, actual and expected residual pump volumes, troubleshooting performed, actions/interventions taken to resolve the issue, resolution status, and symptoms related to the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the date of onset was (B)(6) 2015 the date the volume discrepancy was found. The expected residual volume was 4.5ml and the actual residual volume was 35ml. The symptoms the patient experienced were substandard pain control and low grade withdrawal symptoms. Troubleshooting included a rotor study/intrathecal catheter dye study performed on (B)(6) 2015 and was normal. Actions/interventions taken to resolve the volume discrepancy were none as future refills showed no discrepancy. The pump was used to deliver morphine 25mg/ml at 7.5mg/day, start date (B)(6) 2015 and end date (B)(6) 2015.